Event description:
Pt stated that in (B)(6) 1991 she had an unk mesh implanted due to a discovery of bladder prolapse, during a hysterectomy. In 2006, she discovered that some of the staples had fallen out during urination. As a result, she has developed the following symptoms: incontinence, urinary retention, groin pain, leg numbness, spotting and a very foul odor. She returned to her physician last month and he suspects that her bladder has prolapsed. She is scheduled for a possible revision and/or new implantation of the mesh on (B)(6), 2013.